Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported that during the index procedure after deployment of the stent graft, the final angiogram showed a type iiib endoleak through a hole in the distal right end of the endurant limb stent graft fabric. Intervention was performed with the implantation of another limb and the endoleak was completely resolved. As per the physician, the cause of the event was due to a hole in the stent graft endurant limb. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Films review summary: the exact source and cause of the endoleak reported during implant could not be determined from the films provided. The anatomy at implant could not be assessed, only a single imaging view point (a-p) was observed in the films provided, and images after the intervention were also not available for review. Three short (2, 6 and 23 seconds in length) videos during an angiogram at implant were returned. The bifurcate had been implanted via the right side, and an endurant limb was seen extending from the bifurcate ipsi limb and overlapping the ipsi limb ~30mm. The videos each showed a retrograde angio injection being performed with the catheter positioned within the right limb near the level of the gate ring. Contrast blush was seen outside the right limbs, most likely coming from just below the junction of the bifurcate ipsi limb and extension. This location is where the stent graft fabric transitioned from 2 layers to 1 layer, and where the limb extension had significantly narrowed in diameter. No other stent graft issues were seen in the videos. While it is possible that this was a type iii fabric endoleak, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. A type iii junctional endoleak also cannot be ruled out; however, there appeared to be proper limb overlap of 3 stent rings. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this potential type IV endoleak. If information is provided in the future, a supplemental report will be issued.